Manufacturer narrative:
The device was received and evaluated. The downloaded data returned an 0x14 alarm, this indicates the ¿pod is occluded¿. Timeouts occurred at the end of the device¿s run during a bolus. The device ran for 1721 pulses before alarming. The piezo kill switch was broken before the device was returned. No damages or defects were found on the drive mechanism during the investigation. The tube nut was seen centered in the reservoir cap. The device was connected to a pdm before any of the internal components were manipulated. The device successfully delivered a bolus of 5 units. No timeouts or alarms occurred during the run of the device. The exposed portion of the soft cannula was appeared to be crushed or flattened. The formed needle was found poking through the soft cannula. The cause and timing of the damaged cannula cannot be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 19 mmol/l (342 mg/dl). An occlusion alarm occurred during bolus. The pod was worn on the patient's arm for between 36 and 48 hours. As treatment, a new pod was applied and a bolus of 2.3 units of insulin was administered.

Manufacturer narrative:
The device was received and evaluated. The downloaded data returned an 0x14 alarm, this indicates the ¿pod is occluded¿. Timeouts occurred at the end of the device¿s run during a bolus. The device ran for 1721 pulses before alarming. The piezo kill switch was broken before the device was returned. No damages or defects were found on the drive mechanism during the investigation. The tube nut was seen centered in the reservoir cap. The device was connected to a pdm before any of the internal components were manipulated. The device successfully delivered a bolus of 5 units. No timeouts or alarms occurred during the run of the device. The exposed portion of the soft cannula was appeared to be crushed or flattened. The formed needle was found poking through the soft cannula. The cause and timing of the damaged cannula cannot be conclusively determined.